Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the user's blood glucose level. Reportedly, the user cleared the alarm and resumed insulin delivery. The user does not remember which infusion set was used at the time of alarm (contact detach or inset).